Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of crimped cannula on (B)(6) 2025. The site of insertion was abdomen. The infusion set was in use for one day. No further information available.

Manufacturer narrative:
E1 : patient city : (B)(6). Patient country : united states.